Event description:
Information received notes that the patient presented symptomatic with an intrinsic rate in the 30's. The device exhibited sporadic spikes that were not capturing. When a magnet was placed over the device, vvi pacing occurred at 70 ppm. Interrogation revealed that the device was in back- up mode. A software download was successful, but the physician elected to replace the device.